Event description:
It was reported the epg (external pulse generator) is not sensing in the atrium. The clips are also missing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the upper case was broken and corroded. The lower case, ring cover, heart block, heart wire contacts, battery drawer, and heart lead flex were contaminated. The knobs were contaminated and sticky. The side bail covers were broken and the lead flex cover was corroded. The display gasket is sticking out into display area.